Event description:
A customer reported to beckman coulter, inc. (Bec) that a synchron lx I 725 system generated erroneously high troponin (accutni) results within the risk stratification range for five (5) patients. These results were reported out of the lab and were questioned by the physician. Repeat testing on the same instrument generated negative results. The customer did not report affect to patients attributed or connected to this event.

Manufacturer narrative:
The customer did not supply sample collection and centrifugation data. Three levels of accutni qc were within the customer's established ranges prior to and after the event. On (B)(4) 2011, bec field service engineer (fse) was dispatched for this event. The fse completed preventive maintenance (pm) and noted that all diagnostic tests passed. The customer then ran qc which recovered within established ranges. The fse verified repair per established procedures and results met published performance specifications. A root cause for this event could not be determined.